Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the failure phenomenon likely occurred due to the failure of the patient board set (ap board, dr board). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To resolve the problem, the suspect device was evaluated and repaired onsite at the user facility by an olympus field service engineer. The fse determined olympus, model series 180 endoscopes were not recognized by the olympus, model cv-190 and attributed the problem to a patient board set malfunction. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they were experiencing "issues with the clv-190 cable." Upon troubleshooting and evaluation of the device, performed by an olympus field service engineer, it was determined the olympus, model cv-190, used in combination with the model clv-190 device, did not recognize olympus, model series 180 endoscopes. This report is submitted for the malfunction of the olympus, model cv-190 failure to recognize endoscopes. There was no patient injury, associated with the problem, reported to olympus.